Event description:
Dealer stated end user is getting a right motor brake fault. Dealer stated end was in his van when his chair gave him an error code an shut down. Dealer stated end user was able to use his cane in order to get into his home.